Event description:
The customer reported that a ventilator experienced a battery failure during device testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The device was evaluated by a philips international field service engineer (fse), who confirmed the reported problem. The fse replaced the ventilator's battery to resolved the issue. The ventilator was reported to be back in service. No other anomalies were reported.